Event description:
Customer was hospitalized with dka. Troubleshooting performed and pump appeared to be functioning normally. Customer was instrumented to change out set and inject as per normally. Customer was instructed to change out set and inject as per md.